Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a deviation between the stylus and on-screen cursor and the cursor was observed jumping away from the stylus on the upper right area of the screen. It was also noted that the kickstand assembly was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.